Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) during warranty period and was reported as premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. No issue was identified that required full analysis. (B)(4).